Event description:
Spinal cord compression [spinal cord compression], postoperative cervical myelopathy [cervical myelopathy], acinetobacter baumannii infection [infection]. Case description: this is a device literature case report from the spine journal, 2009, volume 9, pages e19-e21. A (B)(6) female presented with a moderate preoperative spastic myeloradiculopathy (B)(4) attributed to magnetic resonance (mr)/computed tomography (CT)-documented dorsolateral c5-t1 cervical stenosis, ossification of the yellow ligament, and shingling. She additionally showed evidence of instability from c2-t2; grade I anterolisthesis at c2-c3, c4-c5, c7-t1, t1-t2, and retrolisthesis at c5-c6, c6-c7. She underwent a c6 and c7 cervical laminectomy (including undercutting of c5 and t1), which was covered with absorbable gelatin sponge (gelfoam) (approximately a 1 cm x 2.5 cm strip). This was immediately followed by c2-t2 posterior rod/eyelet/titanium cable spinous process fusion. This type of fusion was chosen over a lateral mass fusion, because of the patient's severe osteoporosis and the increased potential for screw pullout. The fusion used iliac crest autograft and beta tricalcium phosphate. For the first postoperative week, the patient's myelopathy improved (nurick grade I mild myelopathy). However, her myelopathy progressed within the second and third postoperative weeks. When the postoperative mr revealed marked dorsolateral cord compression at the laminectomy site, it was presumptively attributed to a postoperative seroma/hematoma, compression secondary to swelling of absorbable gelatin sponge, or infection. A second operation was performed. The absorbable gelatin sponge appeared to be extremely swollen, densely adherent to, and markedly compressing the underlying dura; there appeared to be no significant epidural seroma/hematoma, or gross evidence of infection (clean and nonpurulent wound). The absorbable gelatin sponge was painstakingly removed under the operating microscope using a small nerve hook and the dura acutely reexpanded. The wound was routinely irrigated, and closed with a drain. The patient demonstrated immediate postoperative neurological improvement (nurick grade I). As cultures revealed acinetobacter baumannii, she received a 6 week course of intravenous ertapenem sodium (1-betamethyl-carbapenem). Three weeks postoperatively, the mr scans documented full resolution of cord compression. A review of pfizer's safety database for cases received through (B)(6) 2009, identified no serious cases from solicited sources and clinical studies reporting gelfoam (absorbable gelatin) or blinded therapy and adverse events encoding to the meddra (version 11.1) preferred terms spinal cord compression, cervical myelopathy, and acinetobacter infection. In addition, no cases reported from non-clinical study sources reporting spinal cord compression, cervical myelopathy, or acinetobacter infection were identified during this period with gelfoam. Based on the information provided in the case, the reported event of postoperative cervical myelopathy most likely represented a post-surgical complication following laminectomy. Spinal cord compression most likely represented sequelae to postoperative cervical myelopathy were gelfoam was used for hemostasis during surgery. As described in this case, a possible contributory role of gelfoam to spinal cord compression, and/or in compression from minor epidural seroma/hematoma and indolent acinetobacter baumannii infection to spinal cord compression cannot be completely excluded. Acinetobacter baumannii infection, most likely represented an intercurrent infection which occurred in the post-operative period as noted in this case. Based on the information provided in this case, this individual report would not seem to modify the risk-benefit profile of the subject device. The need for corrective action is being evaluated and will be communicated in the final report. Additional information has been requested and will be provided as it becomes available. Journal: spine journal. Author: nancy e. Epstein, md. Title: increased postoperative cervical myelopathy and cord compression resulting from the use of gelfoam. Volume: 9. Year: 2009. (B)(4).